Event description:
(B)(4). I've had chronic fatigue ,joint aches and swelling .digestive issues ,bowel problems,chronic pelvic pain . Periods stopped . Painful intercourse .developed chronic skin problems ,allergies to every food with exception of a few . Will be having a total hysterectomy to have these removed on (B)(6)... These implants caused a slow inflammation that became chronic and systemic its wrecked my immune system and cause hospitalizations.